Event description:
Healthcare professional reported rupture intracapsular degradation of the right device discovered by MRI. Device has been explanted.

Manufacturer narrative:
Health effect- impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: non penetrating nicks observed. Yellow particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture intracapsular degradation of the right device discovered by MRI.device has been explanted.